Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the two potential batches. From the returned actual sample, observed split tubing at the metal wedge flaring site, which caused leakage near the nose of adapter. The assembly process was reviewed. The line machines, where the catheter tubing was flared onto the metal wedge was reviewed and there was no machine issue observed which could cause the observed split tubing. Hence, it was suspected that the split tubing could be caused by tubing defect, which caused the tubing to be weakened and split when flared onto the metal wedge during assembly. However, there were no chevron mark and other surface defects observed on the tubing surface. Hence, the actual root cause for the split tubing could not be determined. Based on the complaint history review, this is the first complaint reported for leakage at catheter junction for the two potential batches. Therefore, this is most likely an isolated case. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also outgoing and in-process visual inspection in place to check for catheter tubing and adapter damage which could cause leakage.

Event description:
Leakage occurrence at the catheter(cannula) and chamber(hub) junction.

Event description:
It was reported that bd angiocath leaked the following information was provided by the initial reporter, translated from korean to english: leakage occurrence at the catheter(cannula) and chamber(hub) junction.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. D. The lot numbers 3330611and 3274159 provided by the customer have not been verified in association with the reported material number. E1. Street address: character limit is exceeded: 75 nowon-ro, nowon-gu (gongneung-dong).